Event description:
It was reported that the cassette sensor was defective. There was no patient invovlement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 11/7/2024 h3: one device was returned for repair with complaint of cassette sensor defective. No previous service records were found. Review of event log found alarm cassette locked but not latched. Visual/functional testing was performed. Complaint of defective cassette sensor was confirmed through latch/lock test. The device failed to show as latched. Probable cause was defective latch/lock cam flex sensor. Replaced flex sensor.